Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer did not know which test strips produced the results in system 2. Please refer to cn-452300b for the second suspected lot number.

Event description:
It was reported that the patient took two different measurements and received the following results within 15 minutes of each : measurement 1: 97 mg/dl (system 1) and 58 mg/dl (system 2) measurement 2: 133 mg/dl (system 1) and 116 mg/dl (system 2) .